Event description:
During a robotic-assisted laparoscopic hysterectomy, a stryker suction/irrigator seemed to have a slow leak near where the hose hooks up to the battery compartment. During surgery, the drip worsened and a green and brown liquid began to seep out of the battery pack. A new suction/irrigator was opened and the defective one was disposed of. Not long after it was noted the new suction/irrigator was leaking closer to the irrigation tip on the sterile field. A clamp was used to stop the leak. This was immediately removed from the field and placed in a biohazard bag. No harm to the patient. Physician was notified and was still able to complete the case as planned.